Event description:
It was initally reported under 6000047-2001-00002 that a cre balloon dilatation catheter was used to perform a dilatation of a lower rectal stenosis. The physician performed the dilatation in 3 phases. Before the pressure of 45 "psi" (3 atmospheres) the balloon burst and the physician observed a rectal tear. The physician believes there may have been a defect in the manometer/gauge of this boston scientific alliance integrated inflation system which was inadvertently not reported in conjunction with 600047-2001-00002. The pt's condition was satisfactory after a prolongation of hospitalization and is now discharged and stable. The device was received, evaluated and retained by this MFR. The engineering eval indicated the gauge was pressurized, however, no reading was present. According to the physician this inflation system was reused several times and for several pts. The physician agrees the alliance syringe/gauge assembly is a single use. Based on the info obtained by the co's subsidiary as well as the engineering eval. The co believes the re-use of this single use device was a contributing factor in this event. The co's directions for use state: "the syringe/gauge assembly alliance is for single use only. Do not reuse, reprocess or re-sterilize. Reuse, reprocess or re-sterilize may compromise the structural integrity of the device and/or lead to device failure which in turn may result in patient injury, illness or death."